Event description:
The technician alleged that the brake caster is not holding. It is ratcheting while in brake mode. No injury reported.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.